Manufacturer narrative:
A third party service technician evaluated the device. They checked and tested the solenoid tubing but could not duplicate the problem.

Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, checked solenoid tubing and tested. Could not duplicate the reported problem. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1150 ventilator has transducer/xdcr fault alarm condition. At this time, there is no information regarding patient involvement associated with the reported event. Tests/lab data, including dates.